Manufacturer narrative:
The device was not returned. Therefore an evaluation of the device performance was not possible. A review of the mfg records was not possible as a lot number as not provided. Additional pt info: the pt's current status is that he is discharged and is showing no residual effects for the event.

Event description:
It was reported to medtronic neurosurgery that the surgical team requested that anesthesia place a lumbar drain. As the catheter was being pulled out to the proper position for taping it to the pt's back, it broke with a fragment remaining in the pt. Neurosurgery was consulted, but they were unable to retrieve the catheter by making a small skin incision and felt that further attempts to remove it should be deferred until further imaging to locate the drain could be obtained. Several days post-op, a CT scan was obtained to locate the broken piece of catheter. The scan showed that the catheter was located entirely with the cal sac and neurosurgery felt that it was unlikely to cause any harm, and that removing it was likely to cause more harm than good.